Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
An angiodynamics clinical specialist reported an event that occurred during use of a 2.0 auryon catheter. As reported: male patient came in for claudication of right leg. Previous sfa stent placed, mid sfa to distal sfa. Angiographic images and ivus showed isr as well as popliteal and tibial disease with some eccentric calcium along with soft plaque. The at was the most heavily diseased tibial artery. The sfa, popliteal, and at were all measured as well, each measuring over 3mm. It was decided a 2.0 catheter would be used and would be appropriate to treat all 3 areas. A 7fr destination sheath was inserted using the up and over technique, left to right. A heparinized saline drip was attached to the sheath. The doctor was able to cross the lesions using a 300cm asahi mongo wire. The 2.0 catheter was inserted over the mongo wire, advancing smoothly over the aortic bifurcation. The aspiration tubing was then attached to the catheter and canister, and the laser was turned to "ready" mode. The catheter again tracked over the mongo wire nicely with no complaints from the doctor. Also to note, the catheter did not get stuck or hung up on a stent strut while treating the lesion or upon removal over the wire. There was minimal wire bias as well. One pass through the sfa stent into the popliteal artery was done at 50mj for 2.47 min. It was decided to do a second pass at 60mj through the stent only, lasing 1.16 min. The catheter was removed over the wire, no issues noted. A 5mm balloon was then inserted and inflated to nominal pressure for 2 min starting at approximately the sfa/profunda bifurcation and extending to the distal sfa. The doctor was then going to reinsert the laser catheter to treat the at. (Laser catheter had been properly flushed upon removal) it was then he noticed the blade had become unattached to the catheter, as in you could slide the blade back and forth outward from the tip of the catheter. No parts of the blade or catheter were broken off inside or outside of the patient. An angiogram was then performed, and it showed a non-flow limiting spiral dissection from the sfa/profunda bifurcation to just before the start of the previously placed stent. The 5mm balloon was then reinserted and inflated to nominal pressure. The angiogram showed improvement but not to the doctor's satisfaction. A 6mm biomimic was then placed, deployed directly below the bifurcation, and overlapping into the previous stent. The next angiogram showed great flow and no dissection. The doctor went on to treat the at disease with balloon angioplasty only. No distal embolization noted. Doctor was happy with the final outcome but expressed concern over the catheter tip. It was reported the patient received successful atherectomy and angioplasty. It was confirmed no part of the blade was retained inside the patient. It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a 2.0mm auryon catheter. The 2.0mm catheter arrived with tip/outer blade detached and not returned. There were almost no fibers in the distal tip. Inner blade was intact; welded to guidewire tube and with slots for glue. The rfid tag of the 2.0mm catheter was read and the catheter working time was 166sec at 50mj/mm2 and 76sec at 60mj/mm2. The customer's reported complaint description of 2.0mm catheter having tip/outer blade detached was confirmed. The catheter sample presented an expected appearance per event description. Based on complaint event description and the condition of the returned catheter sample a root cause for this event could not be definitively determined. A potential root cause for this type of tip detached failure mode is catheter was working for an extended period of time at excessive energy or applying excessive force, which is contrary to the IFU. IFU cautions against lasing at the same location for more than 10 seconds, i.e. With no catheter advancement. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings - pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion . F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).